Event description:
Patient has made good progress with her left ear, with only 6 months of use she has improved her previous scores from her right ear. When compared to children her age with normal hearing her speech and language ranged from mildly/moderately delayed to severely delayed. It is recommended that she continue through the process of having her first device explanted and re-implanted for maximum benefit for development of listening and spoken language.